Event description:
Affiliate reported that after the device was implanted for two years it was noted that the valve could not reprogram the pressure. In the image, it was noted that white marker was not visible. As a result the device was replaced by a competitors product. According to the doctor, the valve might have been broken by the patients self-injury behavior.

Manufacturer narrative:
Upon completion of the investigation it was noted that the product returned was actually that of an 82-3110 and not 82-3101 as initially reported by the customer. In addition, during the visual inspected a tear in the silicone housing around the distal connector was torn. It was also noted that the seat of the ruby ball at the distal end of the valve was displaced and the ruby ball no longer sat correctly. Additionally, the white x-ray marker was no longer in place. It was also found that the valve casing was also damaged. Although it is not possible to determine how the device became damaged, it is likely that the patient sustained some form of impact causing the condition noted. The surgeon stated that the valve may have been broken due to the patient#146;s self-injury behavior. This however could not be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.